Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia and they alleged insulin pump for possible under delivery. Blood glucose level was 465 mg/dl. Customer alleged insulin pump for possible under delivery because insulin pump kicked out from auto mode. Customer was using auto mode feature at the time of reported high blood glucose event. Customer treated with manual injections for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Customer did the self test and no problem detected with the insulin pump. Customer was in a hurry and they ended the call. No further details provided. Insulin pump and reservoir will not be returned for analysis.